Event description:
It was reported that skin blisters were discovered following the removal of a tourniquet cuff. Attempts are being made to obtain further information regarding the event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that skin blisters were discovered following the removal of a tourniquet cuff. Attempts are being made to obtain further information regarding the event.

Manufacturer narrative:
It was reported that the tourniquets were not stryker tourniquets. The 0001811755-2013-01387 refers to the second tourniquet. Device not being returned.